Event description:
The user facility reported that when performing a pci of the rca the glidewire broke. Follow up communication with the user facility confirmed the following: a rurthrough wire was put down the rca and ballooned and stented the artery when the stent was deployed, it may have trapped wire tip; the doctor felt a little resistance upon removing wire; the glidewire fractured and overcoil was unraveling into the aorta; part of the glidewire stayed in the patient; attempts were made to snare the wire, but unsuccessful; patient may need surgical treatment; the procedure was completed; and the patient's condition is reported as "stable".

Manufacturer narrative:
The actual sample was not returned to the manufacturing factory for evaluation. Reserve sample from the same product code/lot number combination was evaluated. Visual inspection did not find any anomalies or defects. Magnifying inspection of the platinum coil segment and stainless steel coil segment also did not reveal any anomalies or defects. Functional testing confirmed all performance specifications were met. A review of the device history record and the product release decision control sheet confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.